Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after implant the patient experienced post cardiac injury syndrome and pericardial effusion. The right ventricular (rv) lead was removed and replaced. No further patient complications have been reported as a result of this event.